Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MDR#2134265-2015-05621. It was reported the catheter got stuck on the wire. The physician selected to use a stingray catheter and a 300cm stingray guidewire in a chronic totally occluded (cto) vessel. After re-entering the lumen, with the stingray wire, on retrieval of the wire, it became "stuck" in the stingray balloon and was not able to be removed. The catheter and the wire were removed from the patient as a system stuck together.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a stingray balloon catheter and the stingray guidewire. A visual examination identified contrast in the inflation lumen. Microscopic examination presented no damage or irregularities to the balloon of the device. Microscopic examination and tactile revealed that numerous locations of buckling throughout the proximal end of the device. The inner diameter (ID) of the catheter was measured with a calibrated pin gauge; the ID was .014¿, which is within the stingray catheter specifications. The stingray guidewire used in the procedure was received with this device. The outer diameter (od) of the stingray guidewire was measured using a calibrated snap gauge, the od was .01332¿. Functional testing was performed by loading the stingray guidewire into the stingray catheter; however, the damage to the guidewire and catheter prevented successful guidewire advancement. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR#2134265-2015-05621. It was reported the catheter got stuck on the wire. The physician selected to use a stingray catheter and a 300cm stingray guidewire in a chronic totally occluded (cto) vessel. After re-entering the lumen, with the stingray wire, on retrieval of the wire, it became "stuck" in the stingray balloon and was not able to be removed. The catheter and the wire were removed from the patient as a system stuck together.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported the chronic totally occluded (cto) vessel was located in the heart. The procedure was completed with an alternative device. There were no patient complications and the patient status was stable.